Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Event month and day unknown. Only year (2018) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved?

Event description:
It was reported that during a hepatectomy procedure, the surgeon fired the stapler on the liver part to cut out. He pushed the lever and it was stuck at the approximately 4/5 point of the path. He put more power to finish it and the lever was broken and detached from the body. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? As for the additional information, yes, there were few pieces of firing knob fallen into the patient. The surgeon and nurses retrieved all the pieces on the site and they checked several times if there was any piece left behind.